Manufacturer narrative:
A manufacture representative inspected the navigation system onsite and confirmed the reported issue. The representative was able to replicate the issue with the dynamic reference frame (drf) used in the case. The drf was replaced and the issue resolved. A full system checkout was performed after part replacement and all tests passed. No parts have returned to the manufacturer for evaluation.

Event description:
Information was received from a health care professional via manufacturer representative regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the dynamic reference frame (drf) was flickering. All other instruments were working normally, but the drf continued to flicker. Another axiem box and emitter were brought in, but the issue continued. Switching the axiem ports, using different drfs, and moving the emitter did not resolve the issue. There was no metal in the field. The surgeon was able to register and continue to navigate with the continued flickering. There was a reported delay to the procedure of less than 1 hour due to this issue and there was no reported impact on patient outcome.

Manufacturer narrative:
The cable was returned to the manufacturer for evaluation. The returned cable was found to be in good condition with no apparent physical damage. The cable passed continuity testing with no opens or shorts detected. No problem was found.